Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified; crease flat, wear abrasion opening on anterior (valve bond edge) and valve crack. Leak test and microscopic analysis was performed which identified, sharp opening on valve bond edge. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., b.5., d.1., d.4., d.6a., d.6b., h.6. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device was explanted.

Event description:
Healthcare professional reported left side deflation. The device was explanted.